Manufacturer narrative:
Additional information- no patient involved. Section b5 updated. Device evaluation- the device was returned for evaluation. Testing of the device showed the peep values were out of specification on the highest settings. On the highest setting the device cycled continuously. The cause of the issue was not confirmed.

Event description:
Issue discovered during testing. No patient involvement.

Event description:
It was reported that a smiths medical ventilator had a pressure high alarm and vent not cycle. No adverse patient effects were reported.